Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Advised patient's father to perform a paper clip reset and if reset does not re-establish connection within 15 minutes, return and replace the receiver. Patient's father had re-booted the device and connections were re-established. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/20/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.